Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and allergy to metals ("allergy to heavy metal (chromium, iron, silver)") in a female patient who had essure (batch no. A95861) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatic disorder ("rheumatic muscular pain"), muscle spasms ("spasms"), malaise ("malaise"), tachycardia ("tachycardia") and fatigue ("chronic fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy ans bilateral salpingectomy to remove implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, rheumatic disorder, muscle spasms, malaise, tachycardia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, fatigue, malaise, muscle spasms, rheumatic disorder and tachycardia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: abdominal pain - the analysis in the global safety database revealed (B)(4) cases. Allergy to metals - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and allergy to metals ("allergy to heavy metal (chromium, iron, silver)") in a female patient who had essure (batch no. A95861) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatic disorder ("rheumatic muscular pain"), muscle spasms ("spasms"), malaise ("malaise"), tachycardia ("tachycardia") and fatigue ("chronic fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy ans bilateral salpingectomy to remove implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, rheumatic disorder, muscle spasms, malaise, tachycardia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, fatigue, malaise, muscle spasms, rheumatic disorder and tachycardia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: abdominal pain - the analysis in the global safety database revealed 2165 cases. Allergy to metals - the analysis in the global safety database revealed 412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-may-2018. The most recent information was received on 24-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and allergy to metals ("allergy to heavy metal (chromium, iron, silver)") in a female patient who had essure (batch no: a95861) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatic disorder ("rheumatic muscular pain"), muscle spasms ("spasms"), malaise ("malaise"), tachycardia ("tachycardia") and fatigue ("chronic fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy ans bilateral salpingectomy to remove implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, allergy to metals, rheumatic disorder, muscle spasms, malaise, tachycardia and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, fatigue, malaise, muscle spasms, rheumatic disorder and tachycardia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-may-2018 for the following meddra preferred terms: abdominal pain - the analysis in the global safety database revealed 2228 cases. Allergy to metals - the analysis in the global safety database revealed 416 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2018: md similar listing report to be included. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.